Manufacturer narrative:
Exemption number e2019001. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report bradycardia requiring a pacemaker and partial clip movement. It was reported that this was a mitraclip procedure to treat triscupid regurgitation (tr) with grade of 3. During the start of anesthesia, the physician recognized a bradyarrhythmia. The anesthetist decided to implant a non-permanent pacemaker lead, and the patient became stabilized. Then, the first clip delivery system (cds / 90924u189) was advanced to the tricuspid valve and the clip was implanted at the distal part of the anterior septal commissure and the tr was reduced to <1. The leaflets were fully inserted in both clip arms. The patient went back to normal sinus rhythm and the non-permanent pacemaker lead was removed. After ten minutes, the anesthetist observed bradyarrhythmia and the non-permanent pacemaker lead was re-implanted. The physician checked the clip under fluoroscopy and noted that the position of the clip had changed. Transesophageal echocardiography (tee) showed that the clip was still attached to both leaflets but the angle of the clip related to the axial alignment had changed. The physician stated that the emergency implantation of the lead may have caused the position change of the clip. Tr increased from <1 to 1. A second clip was implanted to stabilize the first clip and tr remained stable at 1. The decision was made to implant a permanent pacemaker. The permanent ventricular pacemaker lead was positioned into the coronary sinus to avoid interaction with both implanted clips. Afterwards the non-permanent pacemaker lead was successfully removed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported device damaged by another device appears to be related to user technique. The partial clip movement was due to procedural condition of the device damaged by another device. The reported off-label use was due to the device being used on a tricuspid valve. The patient effect of bradycardia appears to be related to procedural conditions. The reported patient effect of bradycardia, as listed in the mitraclip system IFU, is a known possible complication associated with mitraclip procedures. It should be noted that the mitraclip ntr/xtr system instructions for use states under the "intended use" section that "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation". As it was reported that the mitraclip device was used on the tricuspid valve, this complaint is considered an off-label use of the device. However, the off-label use did not contribute to the issues. There is no indication of a product issue with respect to manufacture, design or labeling.